Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin was squirting out of the insulin pump. The customer's blood glucose was reported to be normal, but no specific value was provided. Nothing further was reported.